Manufacturer narrative:
Because of the undersensing that impacted critical therapy, this lead was removed from service via surgical intervention as a result. The associated medical device was not removed from service, although initially the physician discussed anticipated longevity and considered removing the device at the same time as this dislodged lead.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had become dislodged, and the patient experienced dizziness, near syncope, and presented to the hospital.